Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose and was admitted to emergency room. Blood glucose value was 32 mmol/l and current blood glucose value was 20.7 mmol/l. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they treated high blood glucose with injections. The insulin pump will not be returned for analysis.